Manufacturer narrative:
Additional information: d10, h3 plant investigation: although it was stated that the complaint device was available to be returned, as of (B)(6)2020 no product has been received by the manufacturer for physical evaluation. A production records review was performed on the reported lot and there was a non-conformance (nc) noted which was unrelated to the reported complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred approximately two hours into a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak, and was visually observed on the dialysate side of the fiber membranes within the dialyzer. A ruptured fiber membrane was reportedly identified at the location of the leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed their treatment after restarting on a different machine with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.